Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. (B)(4): the full lead was returned and analyzed and the outer insulation had a breached depression. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation had a breached cut and cosmetic depression, there was blood in/on the helix mechanism, and there was a white substance on the lead. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the outer insulation had a breached depression. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation had a breached cut and cosmetic depression, there was blood in/on the helix mechanism, and there was a white substance on the lead. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device had no telemetry and indicated elective replacement [eri]. The device was explanted and replaced. It was further noted that the right atrial lead dislodged and was explanted. It was also reported that the right ventricular lead had unacceptable thresholds and high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.